Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. Review of the event history log (ehl) showed a "high pressure" alarm was recorded multiple times. No discrepancies related to the complaint were found during visual inspection. During the functional testing, the reported issue was confirmed. The root cause of the event was an anomaly in the components (upstream occlusion (uso) sensor and the downstream occlusion (dso) sensor). Replaced the dso and uso sensors to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during infusion, a blockage alarm was triggered. There was no patient harm or adverse event reported.